Event description:
The pt was involved in a domestic altercation which resulted in an infection of the device. The lead and extension were removed. Further information is being requested from the hcp.